Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particle matter (pm) was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was discovered during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from august 18, 2022, to august 19 2022. H10: two actual samples and four photographs were received for evaluation. The actual samples were received partially filled with a solution. A visual inspection with the naked eye and with magnification did not identify any particulate matter in either of the actual samples. The fill port connector caps were removed and no issue was observed in either sample. However, visual inspection of the photographs for both samples observed a colorless to white shaped polymeric appearing particles. Therefore, the reported condition was verified in the photographs and not in the actual samples. The cause of the condition could not be determined, however, the possible causes based on the photo samples only include compounding error, during customer handling, or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.